Event description:
It was reported that the patient presented for coronary angiography due to experiencing a myocardial infarction. Sometime during the procedure a perforation occurred in the distal left anterior descending coronary artery from an unspecified device. A 3.5x16mm graftmaster covered stent was implanted, but failed to seal the perforation so a 2.8x16mm graftmaster covered stent was implanted, but also failed to seal the perforation. The use of the devices did not cause additional complications or adverse events. A coil was used to seal the perforation. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported failure to seal; however, the reported treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The other graftmaster stent system referenced is filed under a separate medwatch report number.